Event description:
It was reported that revision surgery was performed due pain and to a suspected soft tissue reaction prior to revision, but this was disproved at the time of revision. The implants reportedly had good ingrowth at the time of revision.